Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported (ua) 41 error message. Visual inspection was performed and found front enclosure and bottom enclosure, unrelated to the reported complaint. Following the replacement of enclosures, the platform was tested for 20 minutes with large resuscitation testing fixture, (lrtf) equivalent to (B)(6)-pound patient and passed functional testing. Review of the archive data show (ua) 41 error messages occurred on the reported event date. Additionally, as a precautionary measure, the temperature sensor cabling and power distribution board (pdb) were replaced. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, autopulse platform (sn (B)(4)) was displaying an error message user advisory (ua) 41 (patient temperature sensor failure). No patient involvement on this issue.